Manufacturer narrative:
The explanted lens was evaluated by an outside specialist contracted by b+l. The reported concentric rings were indeed observed on the lens surface. A fragment of the patient's capsular bag was also discovered. No glistening, sub-surface nano-glistening, or evidence of lens calcification was observed during analytical testing. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be conclusively determined. It should be noted that actions were initiated at the manufacturing site to investigate the device manufacturing process.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was stated that the patient developed cloudy vision post-lens implant. The patient described seeing "gray, washed out colors" and "gray patches," as well as seeing "bright light with a circle of lights." Their vision was further described as "like looking through a film." It was also indicated that the implanted lens had concentric rings that were visible on its anterior surface. As a result of the impaired vision, a lens exchange was performed, with the replacement iol being placed in the sulcus with reverse optic capture. A vitrectomy was also performed at the time of the exchange due to a posterior capsule tear. In the surgeon's opinion, the root cause of the event is unknown. Currently, the patient still complains of the gray color. It was noted that two of the sutures had been recently removed, which may be inducing astigmatism. The patient also has not yet been refracted as a result. The patient's replacement lens is well-centered and the retina is said to be normal.